Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. The physical device was not returned for analysis; however, two color photographs of the curved distal region of the safari wire and eleven x-ray images taken during the clinical use were provided. Analysis of the supplied images reveals multiple offset conditions located in the distal curved region of the device. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted. No product returned.

Event description:
Finalizing the procedure the doctor realized that the guide was trapped into the catheter. Both together (guide + catheter) were removed from the patient, the guide was removed from the catheter (by the front), and it was observed that the coating of the guide is lifted in the part of the curvature. Additional information received at a later date: this patient has a extreme anatomy (horizontal aorta with dilation of the aortic root) and tortuous access. This was the second attempt to treat the same patient. A different approach was used (left side access) and we could implant the valve. During lead in assessment 2nd operator noticed that wire got stock but as we were about to finish we decided to move forward and retrieve both the system and the wire together. Additional information received noted: no part of the guide wire coating peeled off and no coating removed was left in the patient. The complaint reported was the second attempt to treat the same patient. This patient has a extreme anatomy (horizontal aorta with dilation of the aortic root) and tortuous access. A different approach was used (left side access) and we could implant the valve. During lead in assessment 2nd operator noticed that wire got stock but as we were about to finish we decided to move forward and retrieve both the system and the wire together.